Manufacturer narrative:
The reported meter was returned and investigated with controlled test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification during control solution testing.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (caregiver) reported that a customer received an unspecified error message when attempting to test with his adc blood glucose meter. As a result of this issue, the customer was unable to measure his blood sugar, and on the afternoon of (B)(6) 2015 experienced symptoms described as "dizzy, fade", followed by a loss of consciousness. The customer was diagnosed by a health care professional as having hypoglycemia, and treated with "sugar" (route/type of treatment not specified). There was no report of death or permanent injury associated with this event.